Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1280 mg/dl and moderate ketone levels; the ketone levels were identified as dangerous by a healthcare provider. The suspected cause of the adverse event was due to the pump not delivering insulin; cause was not known. Pump history showed insulin delivery suspended at 3:17 pm and at 3:32 pm a valid resume pump alarm occurred which was not cleared until 12:30 am. Customer delivered a 20-unit bolus via the pump. Customer reported difficulty standing and breathing. Additionally, reportedly the customer "could no longer see". Customer was admitted to the hospital on (B)(6)2022. Customer's pump was disconnected and 1.5 units of "physiological solutions" (insulin) were administered every hour. Elevated bg/ketones were resolved. Customer was discharged on (B)(6) 2022. Customer did not have any permanent damage. Customer resumed pump therapy. Pump system check was performed, and pump was found to be functioning as intended. At the time of the event, no issues were identified with the infusion set tubing, infusion set cannula, cartridge, or insulin in use.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.